Manufacturer narrative:
Updated sections: d9, h3, annex codes. Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument for failure analysis (fa) and was able to confirm the customer-reported issue that the instrument was broken at the wrist. The instrument was found to have a broken tube extension at the distal tip. No material was missing, and the components adjacent to the fractured main tube showed no signs of damage. Additionally, the instrument was found to have a dislodged proximal clevis, which remained attached to the main tube.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tip cover became dislodged from the shaft of the monopolar curved scissors (mcs) instrument and fell into the patient¿s body. The tip cover had been properly installed at the start of the procedure, without any part of the orange surface visible nor beyond the orange surface. The tip cover issue occurred while the mcs instrument was being removed from the cannula. Upon closer inspection, it was observed that the wrist joint of the mcs instrument had partially separated from the shaft, resulting in the wrist becoming fixed at an abnormal angle. This event occurred during the planned conversion to an open myomectomy, at which point both components were removed together without the need to enlarge the port incision. The surgeon speculated that the damage to the mcs instrument may have resulted from a collision with the bipolar instrument. Although the mcs instrument sustained physical damage, it was confirmed that the incident did not involve a fragment falling inside the patient. The procedure was completed without further complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineer, and the following additional information was provided: the images confirmed that the monopolar curved scissor instrument had mechanical damage to the distal end of the shaft, causing it to bend laterally beyond the width of the cannula. Additionally, the tip cover is absent.